Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3587a25, lot# n305762, implanted: (B)(6) 2012, product type: lead. Product ID: 3587a25, lot# n305760, implanted: (B)(6) 2012, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported shortly after the patient had their new implantable neurostimulator (ins) implanted they were at their parent¿s house and took off their dogs shock collar. The collar fell and hit the patient in the chest over their ins. When the patient sat up they realized they were not breathing and grabbed their head as is if they were in pain and was ¿turning cyan optic¿. They began to fall to the floor and when the brother caught them. The patient had a seizure that lasted for 30 minutes and was admitted to the hospital overnight for observation. When the patient awoke in the hospital they turned their stimulation off. The health care provider (hcp) in the emergency room prescribed an increase in depakote to 500mg 2 caps bid plus kepra 500 mg 1 cap bid. The patient¿s hcp noted the event was indicative with kindling seizures which had building all day and then when they were shocked lead to a full grand mal seizure. The hcp wanted to turn the device off for 3 to 4 months to allow for the plasticity of the neurons to re-organize and then do a sleep deprived eeg and determine if the electrodes needed to be repositioned and then decide whether or not to turn the device back on. The manufacturer representative met with the patient on (B)(6) 2014 and set all voltages to 0.0v and turned the device. The patient had appeared to have recovered without sequela.